Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a dlp¿ single stage venous cannula with right angle metal tip, a decrease in venous drainage and a flow issue were observed, and deformation was noted at the area connecting to the metal tip of the cannula. The duration of cannulation was less than three hours, and an anti-coagulant was used. The device was not replaced, and use of the device was continued to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection of the returned section of the tip shows no evidence of any blockage. Evidence of the flow issue has been provided. During the cleaning process there was flow observed through the returned tip. Reason for return was visually confirmed by the evidence provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.